Manufacturer narrative:
This supplemental report is being submitted to provide the investigation conclusion. Please see updates: g3, g6, h2 and h6. Technical services made three attempts to follow up the customer to obtain additional information regarding the patient being retested; however, no response obtained. A product deficiency was not reported for the instrument as this was due to human error.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer contacted technical services and reported that they have scanned a different patient with the same barcode and wanted to know is there any possibility to edit the results after test has been conducted. Technical services advised customer that they should retest the patient with using the correct barcode for that patient and if they need any additional help with the barcodes, they should reach their corporate site to their it department or to the entity who is providing and creating them the barcodes. The customer agreed to retest the patient. There was no patient harm reported.